Manufacturer narrative:
Duplicate event captured in mfg #3013756811-2025-85056.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump terminated insulin deliveries resulting in the termination of a bolus; cause was not known. There was no reported adverse impact to the customer's blood glucose level. During follow-up with the technical support team, it was reported that the issue was resolved.